Event description:
It was reported that the customer received numerous no delivery alarms more than once a day. The customer's blood glucose was unknown. The customer stated that she could not sleep through one night without receiving one alarm. The customer stated that she received a replacement insulin pump, the same issue persisted. The customer switched the infusion set and still experienced the same problem. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.